Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence of right inguinal hernia with placement of new mesh; recurrence of right inguinal hernia, mesh dissected away and new mesh implanted. Treatment provided for these conditions include removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a inguinal hernia. It was reported that after implant, the patient experienced recurrence of right inguinal hernia, scar tissue, right cord lipoma and adhesions. Post- operative treatment included laparoscopic right inguinal hernia repair with mesh (tap), open ventral hernia with mesh bard 3d max and bard ventralex mesh implanted and removal surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a inguinal hernia. It was reported that after implant, the patient experienced recurrence of right inguinal hernia, scar tissue, and adhesions. Post- operative treatment included bard 3d max and bard ventralex mesh implanted and removal surgery.